Manufacturer narrative:
The lot number was not provided. Therefore the UDI is not available. The review of the manufacturing paperwork could not be performed as the lot number(s) were not available. (B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2017, the patient was emergently transferred to the hospital and underwent treatment of a ruptured thoracic aneurysm with a conformable gore tag® thoracic endoprosthesis tgu343420j using gore dryseal sheath with hydrophilic coating dsl2228j. It was reported the access site was on the patient's right side. It was reported that a dissection was suspected from the right common iliac artery to the right external iliac artery. The physician implanted a 10 mm x 60 mm luminexx stent (bard, inc.) To treat the dissection. The patient tolerated the procedure. The clinical specialist has reported the sheath lot number is unknown.